Manufacturer narrative:
Investigation pending.

Event description:
A variance between inratio inr results and lab inr result was reported. The results were as follows: (B)(6): inratio= 1.7, (B)(6): inratio= 1.7, (B)(6): inratio= 1.4, (B)(6): inratio= 1.9, lab= 3.1. Reported therapeutic range: 2.0-3.0. It was stated that the patient's warfarin was recently increased from 6mg daily to 6mg and 8mg alternating daily. Date of dosage change unavailable.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed; the lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.